Event description:
It was reported unspecified bd ultra-fine¿ ii insulin syringe were unable to deliver medication. The following information was provided by the initial reporter: "...there were some needles that were clogged... A television channel has contacted bd to verify a possible case of counterfeit syringes. According to the reported, an anonymous source suspects that counterfeit bd syringes packs are being sold in internet. This customer uses ultra fine ii 100 ui 0,8mm x 0,3mm 1ml syringes. Still according to the source, the suspect has origin due to two reasons: first reason is that she has noticed the needles were being received with a lower quality than the usual: "...in the last packages I've bought there were some needles that were clogged, as example" the second reason is the price, that has become a reason for a higher suspect after the issues found. According to her, another person that has also recently noticed issues with bd syringes, has also purchased it cheaper: according to the anonymous source, "the packages are received properly sealed. The package is identical to the one I used to buy in pharmacy. And the syringes have the bd brand logo. If they are truly selling counterfeit products, they are deceiving pretty well. If my suspect is confirmed, I think they are "washing" original bd syringes, putting them back in bd packages and re-sealing the plastic". The anonymous source also reports that "I've seen it's possible to "wash" the needle, even though it's disposable, and make it appears to be brand new and sterilized. Some people that use it continuously and cannot afford it due to the price can do it to save money, even though it's totally inappropriate, even though if they are doing it so it can be re-used in themselves", and further comments "another possibility is that perhaps some batch has presented issue and, instead of being discarded/put on hold, it has been deviated and sold cheaper."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported unspecified bd ultra-fine¿ ii insulin syringe were unable to deliver medication. The following information was provided by the initial reporter: "...there were some needles that were clogged... A television channel has contacted bd to verify a possible case of counterfeit syringes. According to the reported, an anonymous source suspects that counterfeit bd syringes packs are being sold in internet. This customer uses ultra fine ii 100 ui 0,8mm x 0,3mm 1ml syringes. Still according to the source, the suspect has origin due to two reasons: first reason is that she has noticed the needles were being received with a lower quality than the usual: "...in the last packages I've bought there were some needles that were clogged, as example" the second reason is the price, that has become a reason for a higher suspect after the issues found. According to her, another person that has also recently noticed issues with bd syringes, has also purchased it cheaper: according to the anonymous source, "the packages are received properly sealed. The package is identical to the one I used to buy in pharmacy. And the syringes have the bd brand logo. If they are truly selling counterfeit products, they are deceiving pretty well. If my suspect is confirmed, I think they are "washing" original bd syringes, putting them back in bd packages and re-sealing the plastic". The anonymous source also reports that "I've seen it's possible to "wash" the needle, even though it's disposable, and make it appears to be brand new and sterilized. Some people that use it continuously and cannot afford it due to the price can do it to save money, even though it's totally inappropriate, even though if they are doing it so it can be re-used in themselves", and further comments "another possibility is that perhaps some batch has presented issue and, instead of being discarded/put on hold, it has been deviated and sold cheaper."

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Several images of third-party websites featuring bd insulin syringes for sale were provided. The customer reported that some needles were clogged, and suspects counterfeit products from unauthorized sellers. The images were examined, and no actual bd insulin syringes were shown. Only screen captures of the third-party websites were provided. No evidence of manufacturing defect was observed. The alleged issues could not be confirmed based on the images provided alone. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.